Event description:
The customer reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset by technical support, which resolved the issue, and the sensor session was successfully started.